Event description:
It was reported that during an unknown surgery, open the packing and noted that some sled fell off. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent 1/27/2025. D4 batch#: 687c64. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one cecr60b reload was received unfired, with the one-piece sled detached and making the reload non-functional. In addition the reload pan was noted to be partially dislodged from left proximal side. No driver was missing. No functional test was performed due to the condition of the reload. It is possible that when removing the staple retainer in an upward and distal to proximal sliding manner prior to loading the reload into the device can eject the sled from the proximal end of the reload. The IFU instruct the user to leave the staple retainer in position until the reload is loaded into the device. Please reference the instruction for use for more information. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge. The manufacturing record evaluation was performed finished device batch number: 687c64 and identified a jbl-nr-0025554 related to the reported incident. The necessary actions to ensure the final product quality have been taken and documented in the appropriate quality system. The final quality release criteria were met before this batch was released for distribution. A manufacturing record evaluation was performed for the device lot: e24060006, and no non-conformance's were identified.